Manufacturer narrative:
At this time, the lead has not been returned. It was noted that the lead went to the pathology department at the hospital. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements. The physician thought the patient may have been a twiddler. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.